Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient and manufacturer representative (rep) with an implantable neurostimulator (ins). It was reported patient had a knee surgery about 6 weeks ago. Since the knee surgery the patient has had more foot and lower leg pain on right. Also stated that the last 4 weeks she does not feel the stimulation or any pain relief like she had been. An impedance check was performed and electrodes 0-15 were all out of range. They were unable to obtain any paresthesia. The healthcare provider (hcp) indicated he was going to see the patient and discuss possible lead revision/replacement. No further complications were reported/anticipated. Additional information was received from the manufacturer representative (rep). It was reported a revision would be scheduled. The cause of the high impedance was not determined. The rep was unable to program around it since all 16 electrodes were out of range. No further complications were reported/anticipated.